Event description:
It was reported the patient had their ins replaced because she was having problems with the ins and the location where it was located; it was right under the layer of her back and was almost sticking through her back. The issues started with the ins in (B)(6) 2014 and came on gradually and stimulation stopped working. The ins started poking the skin at the end of november or the beginning of (B)(6) 2014 but didn¿t¿ come through. It was under the layer of skin and the patient could feel it and clarified it was under a small layer of skin. When the ins was first put in she couldn¿t even feel the ins. There were no falls, trauma, or anything out of the ordinary that happened when these issues started. She was told the ins was replaced instead of repositioning it because when they went to replace it the ins was dead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).